Manufacturer narrative:
The pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump alarmed unexpected restart after the battery change due to a voltage leak on the interface board. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were getting unexpected restart alarm every battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.